Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the distal end from overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which our IFU warns against.

Event description:
Allegedly, while performing a procedure, one jaw of the instrument broke off and fell into the pt. The doctor took an x-ray and immediately retrieved the jaw. The procedure was completed with no injury to the pt.